Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Additionally, it was reported that out of range issues occurred between the transmitter and pump with no continuous glucose monitor sensor readings. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.